Manufacturer narrative:
(B)(4) - size incorrect for patient; (lens explanted). (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.5mm icm125v4 implantable collamer lens in the patient's right eye (od) on (B)(6) 2012. The lens was explanted on (B)(6) 2014 due to low vaulting. The lens was not exchanged for another icl. The patient's post-op best-corrected visual acuity was 20/60.